Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/19/2015 and further evaluated by lifescan product analysis on 3/24/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. Retains ordered for performance testing with blood; however, the investigation has not been completed. No conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged meter issue first occurred on (B)(6) 2015 at 4pm. At this time the patient obtained numerous blood glucose results on the subject meter ranging from ¿197-327mg/dl¿. The patient manages their diabetes with insulin pump therapy, and in response to the alleged inaccurately high results the patient increased their dosage of insulin and stated that between (B)(6) 2015 and (B)(6) 2015 they took ¿240 units of humalog insulin in 24 hours¿. The patient stated that ¿one full day¿ after the alleged product issue started they experienced the symptoms of ¿dizziness and shakiness¿. The patient stated that they were able to self-treat these symptoms by taking glucose tablets/gel at 9am on (B)(6) 2015. The patient also tested their blood glucose on another meter (onetouch ultra2) at 9:25am the same morning and obtained a blood glucose reading of ¿35mg/dl¿. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient obtained readings on the subject meter which they felt were inaccurately high, administered medication due to this result, and then suffered symptoms suggestive of serious injury after the alleged product issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.